Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic after post-paced t-wave oversensing was noted via transmissions. Programming changes were made. The patient condition was normal before, during, and after the changes.